Event description:
It was reported that a large volume multirate infusor underinfused. The expected infusion time of 48 hours the device still had 80-100mls of fluid in the bladder. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacture date: july 12, 2021 - july 13, 2021. The device was received containing no fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.